Event description:
The case began in usual manner. The field turned blood tinged. The surgeon instructed the scrub to hold the flush button until instructed to release. The flush button was held intermittently for several minutes at a time throughout the procedure. The case was completed with a total of 47,250 ml of saline used. Dressings were applied and drapes were removed. Upon drape removal, edema was noted to left shoulder, left breast, left axilla, anterior/posterior neck, face, scalp, and left ear. Skin was intact but very hard/taunt. The surgeon was notified and instructed to position patient in fowler's position. The anesthesiologist instructed the crna to keep the endotracheal tube in place. Patient was repositioned into fowlers position on the stretcher and transferred to pacu.